Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05375. It was reported that post procedure after vim lead was added due to insufficient tremor suppression with stn, the patient was experiencing post-op aphasia. The patient has a significant speech deficit and is being transferred to a rehab facility. The stn stimulation is active. Surgical intervention ay take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.